Event description:
A 3.0mm diameter x 18mm length was inserted into the right coronary artery. It was not possible to cross the target lesion due to tortuosity of the target vessel; therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in te femoral region of the patient's arterial system. The physician followed instruction for removal of an undeployed stent. The stent remains within the patient's peripheral vasculature. Subsequently, the target vessel was straightened with an additional guide wire and three ave gfx stents (9mm and 12mm in length) were placed successfully. The patient tolerated the procedure well and there was no additional clinical sequelae reported relative to the event.